Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a component coming loose and the set leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of loose component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mzxt9001 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the microbore extension set, IV connector, t came loose from the maxzero tubing during use and leaked contrast. The following information was provided by the initial reporter: "so what is happening is the maxzero tubing that is already on the patient is being connected to the contrast tubing and then starts the process for the contrast which is then at times the connection comes loose and contrast leaks out."